Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other five proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that bilateral suture placement in the right common femoral artery (rcfa) and left common femoral artery (lcfa) was attempted with six proglide device using the pre-close technique via an 8f sheath prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, three of the proglide devices had sutures breaks occur and the other three proglide devices had the knot come out after deployment. Four of the proglide devices were attempted in the rcfa and the other two were attempted in the lcfa; however, it was not known which of the reported devices were used in each groin. The sutures of two new proglide devices were successfully pre-placed in both the rcfa and lcfa. The sheath was upsized to an 18f and the evar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures in both the rcfa and lcfa. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.